Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the valve was loaded once and confirmed under visual, tactile and fluoroscopy. No misload was identified. No pre-implant balloon aortic valvuloplasty (bav) was performed. After the first deployment attempt, an infold was observed with the 3-4 nodes. No movement of towards the ventricle was observed during deployment and the target implant depth was 3 millimeters (mm). Cuspal overlap technique was used and an attempt to align the commissures was made. The valve was recaptured once and withdrawn from the patient. A new valve was used for implant. Of note, the patient's annulus size was 87.4 mm. No adverse patient effects were reported.